Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received missing end cap sticker.

Event description:
It was reported that customer received excessive button error alarms. Button error did not occur after moisture exposure and buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was 2.7 mmol/l, which was treated with food. Insulin pump would need to be replaced.